Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic cyst removal from the right ovary and an absorbable adhesion barrier was used. After the procedure, the patient experienced mild cramping on her right side that went through to her back. Intermittent pain continued for 5 weeks. On (B)(6) 2011, the pain returned during exercise. On (B)(6) 2011, there was a lot of pain with burning and cramping, so the patient went to the emergency room and was treated with dilaudid which relieved the symptoms. The patient continues to experience these symptoms.

Manufacturer narrative:
(B)(4). Additional information: it was reported by the patient after four months the pain stopped happening as frequently and was less intense.

Manufacturer narrative:
(B)(4). The patient had a CT scan done on (B)(6) 2011 which revealed dense fluid in the pelvis and paracolic gutter. Three months following the procedure, the patient started running very slowly and for short distances three times per week. The patient is more active at work. The random stabbing pain was more frequent and the cramping and burning was more constant after activity at work. There are two points on her abdomen that have stabbing pain. The patient has not had relief.